Manufacturer narrative:
An additional lot number was reported (lot # m295866). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting pump time. The customer continued to use the pump along with manual insulin injections for insulin therapy. Customer's blood glucose ranged from 250-400 mg/dl.